Event description:
At the conclusion of use of the device for a cardiopulmonary bypass procedure, smoke and a burning smell were observed coming from the device. The device was not suitable for further use. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.